Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge change error occurred and that the pump was intermittently not annunciating audible tones for alarms. The alarms were cleared by reloading the cartridge. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.